Event description:
It was reported that the customer's blood glucose was 140 mg/dl. Caller stated that during manual prime the insulin pump was beeping/alarming and they were unable to clear the alarm. Advised caller that the insulin pump will need to be replaced, to discontinue use of it and revert to backup plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a broken belt clip slot. No alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.